Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Logs have been received for review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the surgeon alleged inaccuracy after registration. The surgeon resected down to the falx, and placed the probe. The probe was inaccurate to its known location and no brain shift would have occurred at this stage. A manufacturer representative had the surgeon touch bone and the inaccuracy was still present. The representative confirmed that the articulating arm was tightly secured, and the surgeon did not note any movement of the reference frame. The surgeon continued navigating accounting for the inaccuracy. The surgeon reported that the inaccuracy noted was about 5 millimeters. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Archives received for analysis were incomplete (only dicom dir file). Archives re-requested but are no longer available. If information is provided in the future, a supplemental report will be issued.